Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was an internally shorted 5.4, u603, r684 and u689 components on the pca board. The root cause for the defective components could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.